Event description:
It was reported that while using one bd vacutainer® sodium fluoride/potassium oxalate 5mg/4mg, the customer noticed insufficient negative pressure in the vacuum blood collection tube, and blood seeping from the bottom of the tube. There was no health impact or consequence reported.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. Evaluation of the photo showed that the tube is damaged, with a hole at the bottom. It appears that the plastic has been melted to create the round opening. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: damaged tube and unconfirmed for underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using one bd vacutainer® sodium fluoride/potassium oxalate 5mg/4mg, the customer noticed insufficient negative pressure in the vacuum blood collection tube, and blood seeping from the bottom of the tube. There was no health impact or consequence reported.